Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened and torn. Fluid was observed to leak from the cannula tear. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was leaking insulin while worn between 4 and 24 hours on the infusion site (back). As treatment, a new pod was placed.